Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the upon device interrogation, the right ventricular lead exhibited non capture at maximum output. It was also noted that the impedance had increased significantly over the last year. All other test values appeared normal and consistent. There were no patient consequences. No further information was reported.